Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the chronic lead could not be set in the new pulse generator due to a setscrew anomaly. The device was no longer used and replaced. No patient symptoms were reported.